Event description:
Tibial fracture occurred for pt with a unicondylar knee implant. Pt will be revised to a tkr.

Manufacturer narrative:
Tibial fracture occurred for pt with a unicondylar knee implant. Pt will be revised to a tkr. Review of the device history record indicates that the device was manufactured to specification.